Event description:
"Ivent" ventilator began alarming on patient with reading of "low minute alarm". Ivent was immediately switched out to a puritan bennett 760 ventilator. There was no harm to the patient.